Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed for mitral regurgitation (mr) grade 4. While attempting to implant a mitraclip xtw (20322r283) establishing the final arm angle (efaa) failed. The clip was unable to lock and opened continuously to 120 degrees. Efaa was attempted four times but the issue persisted. The clip was then removed without issue. After being removed, the clip was tested again on the prep table and it was found that the clip would no longer open once unlocked. A replacement clip was used to complete the procedure successfully. The final mr was reduced to grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without the device to analyze, a cause for the reported unintended movement associated with the clip opening during establishing final arm angle (efaa) and inability to open the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.